Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip revision approximately 25 years post implantation due to lysis. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: 1. Right total hip arthroplasty. Femoral head is small as compared to the acetabular cup. 2. Possible loosening and osteolysis of the acetabular component. 3. Possible evidence of metallosis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.